Manufacturer narrative:
The implant was not returned, and the pusher was completely broken at transition. Due to the condition of the device, further investigation couldn't be performed. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the coil was positioned in the aneurysm. During positioning for a more optimal position, the coil detached from the delivery pusher without the use of the detachment controller. The coil was retrieved successfully using a snare. The patient was reported to be fine. There was no clinical consequence reported.